Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 47 months ago. Aneurysm and vessel morphology at the time of implant were not reported. Aneurysm diameter was 4.1 cm at the 6-month follow-up and an unknown type of endoleak was reported. At 10 months post implant, mural thrombus was observed in the ipsilateral limb part of the bifurcated stent graft and in the contralateral limb. It was also reported that the patient attempted to stand at home the day he was discharged and fell. The patient was not able to bear weight on the left leg. Neuro consult revealed left leg neuritis. CT scan of abdomen negative for hematoma. Weakness remains on 6 month visit. Weakness remains at 12 and 24 month visit. A right shoulder x-ray was taken to assess for fractures and right lung cancer was found incidentally. The patient expired due to lung cancer approximately 11 weeks ago. The left leg neuritis was unresolved at time of death. Investigator assessed the event and death as not related to the study device or the study procedure. Please note that this model number eb2516170b is not approved in the united states; however, it is similar to the enbf2516c166e which is approved in the united states.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak, death), patient's condition affected effectiveness of device (death was related to lung cancer). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (death was related to lung cancer).